Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had may have had a faulty sensor. Customer had a sensor error on the 3rd sensor. Customer turned the sensor off and calibrated last night. Customer stated that last night they received a threshold suspend alarm and a false low reading. Customer's current blood glucose level was around 110 mg/dl. No further assistance needed.